Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...pre-operative warnings: care should be used in the handling and storage of the coroent implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial extreme lateral interbody fusion procedure. During the procedure, at an unknown step, the implant broke near the proximal interface with the inserter. Information regarding the nature of the implant breakage and if there was any impact to the patient or procedure was requested but was not provided. No additional information was available.